Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Complaint sample has not been received.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# unknown. "Medication via IV bag was infused for 40 minutes when the patient noticed a wet spot on her pillow that was a quarter size. IV infusion was stopped, the pump was paused, connections were assessed and found connected and not loose. Infusion was restarted while observing with ppe in place and noted the leaking continued. IV infusion was stopped the provider was notified and the remaining chemo and tubing was bagged and sent to pharmacy. There was unprotected chemo exposure reported for the clinician and patient and cleaned per hospital protocol. No serious adverse patient consequences reported.